Manufacturer narrative:
The visual inspection revealed no physical damage to the outer plastic housing of the transmitter; however, there were exposed wires on the power cord and the ac power adapter was missing. Due to the power cord damage and the missing power supply, the transmitter could not be plugged into an ac electrical wall outlet. After the transmitter was opened, the main pcb board was found to have burn damage. Due to the burn damage, the transmitter could not be plugged into an active ac electrical outlet. The exposed wires of the power cord most likely caused the no power issue and subsequently, the burn damage to the transmitter's main pcb.

Event description:
It was reported that the transmitter power cord melted when the transmitter was moved from a different location to the patient's bedroom. The plug started to spark and melted the power cord. A replacement product was ordered. There were no reported patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on march 25, 2025.

Manufacturer narrative:
Correction: at the time of the event, the patient was 67 years old.